Manufacturer narrative:
The field representative later reported that this patient was currently diagnosed with stage 4 lymphoma and the physician was hesitant to pursue further. The physician had thought that either the medications or radiation could be responsible for the rise in impedance. No further testing has been done to date. Defibrillation threshold testing may be done sometime in the future.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that an invasive procedure was performed approximately four months later. The lead was surgically abandoned and the device was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution has been requested from the field, however, no further information has been provided to date. This event will be updated upon further information provided.